Manufacturer narrative:
(B)(4). Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump continued the alarm insulin flow blocked although the customer had changed the infusion set and sites. The customer's blood glucose level was 10.8 mmol/l at the time of the incident. The customer stated that the alarm occurred at random or when attempting to bolus. It was reported that the insulin exited. The customer changed his entire infusion set system again then performed a bolus, but the alarm occurred again. The device will not be returned for analysis.